Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the device had a broken knob, however it was noted that the upper case was broken, which accounted for a failure of incoming testing. It was further noted that the hanger assembly was broken, and one case screw, the encoder assembly, and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg has been returned for repair. There was no patient involvement.